Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 318 mg/dl, and the meter bg reading was over 600 mg/dl. Customer delivered a bolus via the pump to address elevated bg. Customer was admitted to the intensive care unit for diabetic ketoacidosis and was treated intravenously with insulin and saline. Customer was released from the hospital 4 days later with no permanent damage.